Manufacturer narrative:
Evaluation method: the patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A distributor contacted zoll to report that a (B)(6) male patient had a rash on his back under the therapy electrode pads. The rash had seeping blisters and hives. The patient's physician recommended using benadryl for the rash. Follow-up indicated that the rash was improving.